Event description:
As stated by the customer (B)(6) 2012: the single staff member had completed the bath and had removed the resident from the bath and had started to dry the resident. The alenti was in an elevated position, about 30 off the floor, the seat height. The resident was leaning back against the back support and said she has a sharp pain in her back, she quickly leaned forward which caused the lift to tip towards the caregiver who was standing in front of the individual. The staff member tried to control the chair and the resident as they slipped to the floor. The resident's leg was caught between the seat and the floor causing the break. The alenti has a bent arm and the seatbelt was not used during the bath.

Manufacturer narrative:
The report is being submitted under exemption (B)(4) by the manufacturer arjo hospital equipment ab on behalf of the importer (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.